Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "doctor (B)(6) removed the existing series two 2854 insert. The stem needed to be revised. The cement mantle had deteriorated. He then replaced it with the new insert 2043-3254 series two insert. He then reported the # 7 on cemented stem and replaced it with the mod restoration stem and neck 19x155 conical stem and a 23mm + 0 cone and a 32+0 v 40 head surgery went well."